Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was uneven skinning, no normal skinning. The event occurred outside of surgery and there was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 6 may 2019, the device was noted to have not been previously repaired. Using view 09-23 from the etq reliance system, there were 59 complaints from 6 may 2018 to 19 august 2019 from the same product family as the device involved with the reported event that used the character strings skinning or cut in the event. On 6 may 2019, it was reported from (B)(6) that a mesher was unevenly skinning. The customer noted that the involved zimmer skin graft mesher serial number (B)(6) was not to be returned for evaluation. As such, no evaluation or repair can be reviewed as part of the investigation. Reference number (B)(4) on 6 may 2019. The device was not returned to a zimmer facility for evaluation or repair. As such, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action. H3 other text : requested but nor returned.